Event description:
Pt with a continuous infusion of prostaglandin had a catheter placed in 7/96. Two weeks ago, pain developed in her shoulder, chest, and arm along with arm swelling. The left central line was removed and new catheter placed on the right side.